Manufacturer narrative:
The investigation of the received complaint has been finalized. Our field service engineer (fse) investigate the system on-site and confirmed the issue. It was observed that nozzle unit inside the o2 gas module was defective. The issue was visually confirmed with attached photograph. The nozzle unit was replaced during preventive maintenance (pm) last year. However, since no device logs were received, it is unknown whether the operating hours have exceeded 5,000 hours. The fse replaced the nozzle unit. Additionally, cleaned both inspiratory section and expiratory cassette membrane. Following this intervention, the system returned to normal function. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. If the feather spring is broken, gas will leak into the patient circuit causing failures in the pre-use check and during ventilation a high-pressure alarm will be generated if user set limit is exceeded. Our conclusion is that the failure was caused by the replaced part. The nozzle unit has a predetermined lifetime and is replaced at preventive maintenance that must be performed at least once a year, or every 5000 hours of operation of operation, whichever comes first.

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's reference #: (B)(4).